Manufacturer narrative:
(B)(4). Method: the actual device was not returned. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
Fill volume: 400ml. Flow rate: 14, 8 ml/hr. Procedure: nerve black (brachial plexus). Catheter place: not applicable. It was reported that an onq pump ¿dumped¿ its entire volume in less than 24 hours. The pump disconnected before the 24 hour mark due to the high volume infusion. The select-a-flow rate was set to 14ml initially, and then to 8ml overnight. The patient was reported to be ok with no symptoms. No additional information provided.